Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the sentrant sheath device. The exact size of the device is unknown. Survey results from a vascular surgeon in practice 18 years, who has used the device 30 times in total and 30 times in the last 12 months. During use of the sentrant, the following complications were encountered; blood loss, haematoma and death due to multi organ failure caused by bowel disease. The blood loss and haematoma was considered to be somewhat concerning or not at all concerning and the death was considered to be very concerning as per the physician. None of the events were considered to be device related. Of the above complications (adverse events) reported for sentrant, some of these are listed as having been reported to medtronic previously. Due to limited information these are included in reporting. No further information has or will be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.